Event description:
Reportedly, the status light of the home monitor lights orange and then turns to off.

Manufacturer narrative:
H11. Corrected data: g3.3. Date received by manufacturer changed to 08/09/2023, as device investigation received: investigation outcome: upon reception the reported behavior was confirmed at a first test: o the home monitor was powered up, normal orange light phase for a few minutes, then green status with flashing green pit with no ICD present. O in the following all leds then switched off. A second test was performed which resulted in normal and correct behavior: o the transmitter was able to communicate with a reference ICD o the transmitter was able to communicate with the bo. The cause for the reported behavior on the filed cannot be determined with certainty. Since some minor damages on the outer shell were observed at reception, it can be suspected that the device had an external impact on the field. The possible effect of this defect on the reported behavior cannot be determined. It can be assumed that it most likely is related to a bad 4g connection at patient¿s home or that the implant was too far away when a transmission was performed. This case is retained and used for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the the status ligh of the home monitor lights orange and then turns to off.